Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that a cartridge did not fit into the cartridge compartment following the rewind step. During troubleshooting, the rewind step was completed and the reporter was able to successfully load a cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple alarms for a cartridge not detected and losses of prime following two failed load steps. A successfully completed load step was recorded after the two unsuccessful attempts. A rewind issue was not duplicated during investigation. The pump case was removed, and no defect was found to the motor assembly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.